Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the coating on the hemopro's jaw broke off in the pt and had to be retrieved through the original incision. No add'l incisions were required. A replacement unit was used to complete the procedure. During the same procedure for the coronary artery bypass, one heartstring seal did not load properly. The seal remained in the loading device after the delivery device was removed. A replacement heartstring seal was used to complete the procedure. The hospital did not report any pt complications. This report is for the hemopro-device.

Manufacturer narrative:
Investigation results: as received, the cold jaw boot detached from the curved metal jaw. Investigation shows that residual adhesive are present at the entrance (proximal) of jaw boot cavity and on the curved metal jaw in which the jaw boot coating slides over for adhesive bonding attachment. The torn jaw boot forms a complete assembly upon reattaches to the jaw. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.